Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that this was a second mitraclip procedure to treat recurrent mr due to progression of disease, and that the previously implanted clip was stable on both leaflets. A mitraclip xt was inserted, and grasping was performed. However, a leaflet tear was suspected. Therefore, the clip was removed from the patient and the procedure was discontinued. No clips were implanted during this procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury (leaflet tear) was related to the clip and is therefore, related to procedural conditions. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.